Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the keypad, sometimes unresponsive. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. No keypad alarms recorded in download history review to confirm complaint code. However, on 12/11/2024 at 04:17:56.000-hour pump erro 53 was recorded. Pump error 53 file number=2005 line number=5632. Per r&d investigation pump error 53 was cause by unstable power to the rf chip. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including keypad flex connector were plugged in properly. No moisture damage noted on keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscope inspection u1 on keypad assembly broken solder joint on pin #4 was noted that might of cause the intermittent button response. Unit received with scratched case and cracked keypad overlay. In conclusion, customer allegation was confirmed. Intermittent button response was noted due to broken solder joint on u1 keypad assembly. In addition, pump error 53 alarm was recorded in download history files. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.